Manufacturer narrative:
The complaint was confirmed. One unpackaged ar-13995n serial/batch number (B)(6) was received for investigation. Visual evaluation with a magnifier of the point found that the needle tip was broken. A functional test was not performed due to the damaged to the device. The most likely cause for the reported failure can be attributed to user error of the device, as excessive force was used during the firing of the needle, thus breaking the needle. Dfu-0392-sub-eo. Warning! To help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.

Event description:
On 09/28/2023, it was reported by a sales representative via (B)(4) that an ar-13995n scorpion¿ needle broke inside the trocar. This occurred during a case, with no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.